Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient notified they had their device removed two years ago. They said they were the part of the five percent whose device did not help. There were no further patient complications reported.